Event description:
Literature was reviewed regarding ¿ efficacy of intentional undersized thoracic endovascular repair for stanford type b aortic dissection¿ . The timeframe for the study was over a seven year period. 82 patients underwent tevar for acute or subacute stanford tbad. The aim of the study was to examine the safety and efficacy of tevar using an intentionally undersized endograft to treat tbad. Valiant navion stent grafts were implanted in 5 patients. Among the patient population the following malfunctions occurred: ia endoleak no further information was provided pertaining to medtronic products

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿efficacy of intentional undersized thoracic endovascular repair for stanford type b aortic dissection¿ naganuma m,  hayatsu y,   tsuruhara r,  nomura h, terao n, yamaya k journal of vascular surgery 2024;80:355-64 https://doi.org/10.1016/j.jvs.2024.04.043 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.